Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed via fluoroscopy during an unrelated generator change-out procedure. The lead was considered to be functioning normally. The physician elected to keep the lead implanted and active. The patient will continue to be monitored.